Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified curos cap leaked. A leak was observed when a curos cap threaded when attached to the one-link. The reporter stated that the caps were not being connected correctly. There was no patient injury or medical intervention associated with this event. No additional information is available.